Event description:
It was reported by service report that the unit has poor ground continuity. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion -unit replaced.